Event description:
It was reported that broken black plastic impactor faces.

Manufacturer narrative:
The femoral implant impactor and its pieces were returned and evaluated. A visual inspection confirmed the complaint that the bumper has fractured in two, but both pieces are still attached to the handle via screws. Additionally, the positive lock bolt was bent in such a manner that it would not screw through the anterior arm as intended. The posterior and anterior arm covers did not exhibit damage that would cause the device to fail; however some material deformation was observed on the posterior cam arm cover.